Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the testing instrument in question and determined that the event log showed no errors during testing and that the camera images were aligned and focused. The immucor laboratory tested retention product on 29mar2018 which performed as expected. A blood sample was returned from the customer site to the immucor laboratory for assessment, but the blood sample was only six (6) drops in volume and also very hemolysed. Therefore the limited testing that was possible was with panoscreen manual test tube method, lot number 09171. These manual test result outcomes indicated the presence of igm antibody, but without the use of anti-human globulin phase, the presence of igg antibody could not be eliminated. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4).

Event description:
On 27mar2018, an immucor employee received an email from a customer site, and reported on behalf of that customer site, an unexpected negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument, when tested on (B)(6) 2018.